Manufacturer narrative:
(B)(4). It was reported during follow up that the patient¿s antibiotic therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date, the patient was treated with vancomycin injection 2 grams stat intraperitoneally and tazact injection 4.5 grams twice a day intravenously (duration not reported) for the peritonitis event. Dianeal and extraneal therapies were reported to be ongoing. The patient was recovering from the peritonitis event, but it was reported that the peritonitis event continued. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.